Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the patient died. The 65% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery (rca). A 2.25 x 24 synergy drug-eluting stent was implanted to treat the lesion and the procedure was completed without issue. It was reported that the patient passed away after being sent to the intensive care unit (ICU) after the procedure.